Event description:
The customer reported that the system was intermittently locking up. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and reseated circuit boards and cables. The system operates as intended.